Event description:
The customer was hospitalized for dka. Bgs were treated with insulin drip. In addition it was informed that the customer had a stubbed toe. Troubleshooting was performed. The customer looked at the pump and noticed that the basal rates and the time were off. The alarm history was reviewed and found that there were different alarms. The customer cannot see the time and date of the alarms. The lead screw test was performed and the insulin exited.